Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the breast area. Patient described a small area with broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a topical ointment. Follow up indicated that the ointment is helping with the skin irritation.